Event description:
Voluntary medwatch received states that a patient's experienced arrhythmia with right ventricle lead exhibited high pacing impedance and failure to capture. The intervention and patient condition were unknown.